Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the hospital due to low blood glucose on (B)(6), 2022 with blood glucose of 47 mg/dl. The customer's current blood glucose was unknown. The customer was treated by bolus with manual injection. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. The customer will continue to use the device.